Manufacturer narrative:
Additional information: b5, d4 h3 device discarded.

Event description:
The user facility reported that blisters formed under the device after a procedure. The blisters cracked and healed and the user facility reported no further issue after they healed.

Event description:
The user facility reported that blisters formed under the device after a procedure. The blisters cracked and healed and the user facility reported no further issue after they healed.